Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n310568, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot # n322961, implanted: (B)(6) 2012, product type screening device. (B)(4).

Event description:
The manufacturing representative and consumer reported that all electrode impedances were out of range. The patient did not feel stimulation even at maximum output of the device. There was no therapy. The patient had not been using stimulation for a while. They tried to turn it back on and couldn¿t feel stimulation. An impedance test at 3 volts showed that all impedances were greater than 40,000 ohms. An x-ray was ordered and the stimulator was deemed to be intact. The lead was in the same position on initial implant. The cause of the high impedance is not definitively known at the time of report. At the time of report no interventions were planned. The patient was not relying on the device for pain relief. The patient¿s pain significantly improved since implant of the device. If the pain returns in the future then options for repairing the system can be revisited. Relevant medical history included: non-malignant pain, failed back surgery syndrome.